Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the atrial lead was discovered to be dislodged. The lead was explanted and replaced. The patient was stable prior, during and post procedure.